Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer's insulin pump had air bubble anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer's husband reported that there was air in the reservoir and it accumulates every time. He saw air bubbles in the reservoir in the past. The customer was assisted in troubleshooting. The device will not be returned for analysis.